Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited noise that was oversensed and led to inappropriate automatic mode switch. The noise was reproducible in clinic. No intervention was performed. The patient was stable.